Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. Patient's target therapeutic range is 1.8-2.8. Results on (B)(6) 2011 and (B)(6) 2011 were done about 12-14 hours apart. Results on (B)(6) 2011 were done one right after the other.